Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and it was observed that the female connector was separated from the main body. The reported condition of separation between the female connector and main body was verified. The cause of the condition was due to the assembly during manufacturing. A nonconformance has been opened to address this issue. The photograph also showed evidence of a connector (cut off) attached to the female connector indicating an issue with the connection. The reported connection issue to the female connector was verified; however the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a difficulty disconnecting the female connector of a peritoneal dialysis transfer set from a bag of dialysis solution. Furthermore, there was a separation between the female connector and the main body of the transfer set. This occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.